Event description:
It was reported that the user experienced an urgent low glucose event after announcing a meal, with a lowest blood glucose of 43 mg/dl and a same-day highest of 221 mg/dl, and the cause was unclear. Symptoms included lightheadedness, sweating, and anxiety consistent with hypoglycemia. Outcomes included the need for urgent attention and treatment. The event was treated with oral glucose in the form of orange juice. Investigation included case triage and assignment for additional training. Investigation of this case revealed no device malfunction reported and no device component issue identified, and the clinical presentation aligned with hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.